Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was defective. It was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite and replaced the touchscreen to resolve reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: g1 phone number (B)(6).